Manufacturer narrative:
Correction: additional information was received for this case. It was reported in that the investigator indicated that the femorotibial venous bypass procedure and the angioplasty of venous bypass procedure are related to the stent graft kinking.

Event description:
Additional information was received for this case. The patient had surgical conversion with the removal of the stent graft and the a orto-bi-iliac stent due to aneurysmal evolution of the common iliac arteries downstream of the stent.

Manufacturer narrative:
(B)(4). Film review analysis: review of CT¿s from 2 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renals. The proximal stent graft od measured 27mm, and 1cm lower was 30mm. The ipsi limb and extension were placed down into the left common iliac artery. The left ipsi extension distal od measured 25mm. The contra limb and extension were positioned into the right common iliac artery. The right contra extension distal od measured 25mm, and the iliac artery measured 28mm at the same level. Contrast was seen within the right common iliac artery but was no contrast was observed within the aaa sac. The max diameter aaa measured 5cm. Near the level of the distal aorta, a small amount of thrombus was seen near the origin of both the right and left iliac limbs. No thrombus was seen within the distal iliac limbs or distal to the stent grafts, and CT slices distal to the external iliacs were not visible on the returned films. The location of the left/ipsi limb and extension thrombus was seen where the overlapping limbs were acutely angulated laterally and the limb ID was kinked down to <(><<)>6mm ID. Distal to the kinked limb no thrombus was observed and the stent graft ID opened to 15mm. On the right/contra limb and extension, a small area of thrombus was also noted where the stent graft ID narrowed from 12mm to 11mm, and no thrombus was observed within the right iliac artery where the stent graft ID opened to 23mm. No other stent graft issues were seen. The exact cause of the bilateral thrombus observed within the iliac limbs could not be determined. However, it appears likely that the left limb thrombus was due to the stent graft kink caused by the tortuous iliac artery. The cause of the right limb thrombus may have been due to possible blood flow disturbances as the limb ID expanded from 11mm to 23mm. The cause of the earlier reported arterial occlusion of the popliteal could not be determined. Images at the time of this event were not available for review. The cause of the arterial embolism may have also been due to the kinking of the left limb. The thrombus may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films after placement of an iliac stent which resolved the left limb kink were not available for review.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 23-22mm in diameter and 21mm in length. The left common iliac artery was 22mm in diameter and the right common iliac artery was 21mm in diameter. There was no presence of calcification or thrombus in the aortic neck. It was reported that 20 months post index procedure, the patient had a non-pulmonary embolism and received a popliteal endarterectomy; however, the event did not resolve. The investigator assessed this event as not procedure but device related. A follow up CT 25 months post index procedure, stent graft stenosis was found in the left limb. The cause of the arterial embolism was due to the kinking of the stent graft left limb extension. The kink was related to constraints in a sinuous artery. Also observed was a small amount of thrombus, seen near the level of the distal aorta, in the origin of both the right and left iliac limbs. Twenty six months post index procedure, a secondary intervention was performed to resolve the stent graft kinking where the physician implanted a steel stent in the stent graft limb. The intervention was successful. No additional clinical sequelae were reported and the patient is fine.